Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-jul-2017 indicating the patient experienced inadequate pain control. On (B)(6) 2017, a single test bolus was delivered which provided relief without side effects. As intervention, the intrathecal (it) medication was decreased 20% three times. A test bolus showed no significant pain relief and it meds were then decreased with no significant increase in pain. It medications were increased on (B)(6) 2017. The patient underwent side port catheter evaluation and the catheter access port (cap) contrast study revealed catheter tip fibrosis with loculation on (B)(6) 2017. A test bolus in the it space on (B)(6) 2017 resulted in no additional pain relief. The plan was to leave the patient on bolus dosages received to help avoid development of additional catheter tip fibrosis. The outcome was indicated as 'unresolved with no further action planned'. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The device diagnosis was updated to catheter occlusion, and the clinical diagnosis was updated to "increased pain due to catheter tip fibrosis." Additional intervention included reprogramming to increase intrathecal medication on (B)(6). Additional diagnostics included delivery of boluses on 2017 (B)(6); no additional pain relief was observed with these boluses. The intrathecal catheter was replaced on 2017 (B)(6); the catheter was moved from c2-3 to t4-5. The event resolved without sequelae on 2017 (B)(6). The etiology was updated to related to the device/therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was previously reported on 2017-jul-20 that at an office visit on (B)(6) 2017 the patient reported inadequate pain relief since (B)(6) 2016, in spite of maintenance replacement of pump on (B)(6) 2016 and in spite of multiple changes in pump doses and delivery methods. It was also reported that the actual reservoir volume was consistent with expected reservoir volume on (B)(6) 2017. Additional information was received from a consumer on 2017-dec-01. It was reported that the patient¿s catheter was replaced because the catheter was ¿getting over taken by scar tissue.¿ it was stated that the scar tissue was encapsulating the catheter. It was asked and unknown if this was considered a sudden or gradual change in therapy/symptoms. The date of the event was reported to be 2017. The drugs in the pump at the time of the event were reported to be clonidine, bupivacaine, and dilaudid. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine, and sufentanil at unknown concentration and dosing via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery. It was reported the patient reported inadequate pain control on (B)(6) 2017. A catheter access port (cap) contrast study gave results of catheter tip fibrosis on (B)(6) 2017. A 20mcg bolus of intrathecal sufenta resulted in near complete resolution of pain within 30 minutes. The intrathecal medications were increased by 12% on (B)(6) 2017. The patient reported inadequate pain relief on (B)(6) 2017. A cap contrast study on (B)(6) 2017 gave results of catheter tip fibrosis with loculation. A subsequent bolus of 20mcg of sufenta provided near resolution of pain within 30 minutes. The pump was refill and reprogrammed with an intrathecal medication increase on (B)(6) 2017. The patient continued to have ongoing adjustments to his pump medications in order to maximize his pain control. The outcome was noted as ongoing. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were reported.